Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced healing issues at the incision site and was prescribed oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced skin flap breakdown resulting in exposure of the receiver/stimulator unit. Subsequently on (B)(6) 2015 the patient underwent revision surgery to have device repositioned under a more superior anterior temporalis flap, while a free flap was used to close the site. This report is filed (B)(6) 2016. The implanted device remains.